Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03660. Follow-up information revealed the issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-03660. It was reported the patient's right lead had migrated. As such, the patient underwent surgical intervening wherein the lead was explanted. Reportedly, the patient has effective therapy with the remaining lead. It is unknown which lead is the right lead; therefore, all suspected devices are being reported.